Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient. According to the complainant, the patient suffered pain and disability. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
It was reported that the bsc advantage product and gynedare prolift system were implanted into the patient on (B)(6) 2008 and (B)(6) 2010. However, it is unknown which product was implanted on which date.